Manufacturer narrative:
Concomitant product: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).

Event description:
The patient¿s last pump refill occurred end of (B)(6) 2014 and there was nothing out of the ordinary for that refill. Approximately 5-7 days following the (B)(6) refill, the 'ended up in the hospital with a bad uti (urinary tract infection) and spasticity. The patient was treated for the uti. As of the date of the report, the patient was still ¿locked up with bad spasticity¿ and was ¿feeling crummy/lousy¿. On (B)(6) 2014, the patient attended a pump refill procedure. The expected reservoir volume was 7 mls; the actual volume was 39.5 mls. When the pump was interrogated at the refill, the healthcare provider discovered an intermittent motor stall; as of the date of the report the motor stall was present and no recovery was noted. The physician noted that over the past year, slightly higher residual volumes were noted at pump refills. Regarding the motor stall occurrences: (B)(6) 2014 stall with recovery on (B)(6) 2014; (B)(6) 2014 stall with recovery (B)(6) 2014; (B)(6) 2014 stall with no recovery. Regarding the motor stall alarm, the patient heard the alarm but thought it was something in her basement of her home. As of the date of the report, the plan was to increase the patient¿s oral baclofen but the physician believed the patient already went through withdrawal during her previous hospital stay (following the (B)(6) refill). On (B)(6) 2014, the physician decreased the programmed pump dose to 100 mcg/day in case the pump would restart aga in. The patient would be referred to a surgeon for scheduling a pump system replacement. The pump was replaced (B)(6) 2014. The surgery went very well. During surgery, the existing catheter had spontaneous retrograde flow and the surgeon withdrew 3 mls of cerebrospinal fluid beautifully from the catheter and was confident the catheter was patent. A new pump was connected to the catheter and a priming bolus was performed over a 24 minute duration using the same dose as with the previous pump (100 mcg/day). The managing healthcare provider spoke to the patient (B)(6) 2014 who stated she wasn¿t quite sure about her therapy¿s progress postop, but in general was feeling ¿really good¿ which was encouraging. The healthcare provider would not see the patient until 2 weeks postop. On (B)(6) 2014, additional information was received from the managing healthcare provider. Per this reporter, the cause of the motor stalls was unknown. Regarding the previous volume discrepancies, the cause was reported as unknown. Regarding troubleshooting done to mitigate or resolve the volume discrepancy issue, side port and indium studies were performed and were normal. Regarding patient outcome, following replacement surgery, the patient was doing well. The pump was used to deliver clonidine and compounded baclofen.

Manufacturer narrative:
Analysis of the pump found a pump motor gear train anomaly with an issue with corrosion/wear/lubrication. A gear train anomaly was also found of a motor stall due to shaft-bearing.